Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc retainer was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue.

Event description:
The user facility reported a patient on impella cp support. It was reported that during support, the automated impella controller (aic) was unable to detect the installed purge cassette. The console was swapped as a result of the purge disc not detected alarm, and a new cassette was used with the existing pump successfully. It was noted that the purge cassette drawer was wet on the initial aic. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.